Event description:
A representative of microflex medical corp. Called report's organization and asked if they would try a sample of these gloves. The "dear professional" letter enclosed with the sample of gloves advertised them as being free from latex allergens. Rptr stated that she had one of the nurses who is allergic to latex try these gloves during a flight (lasted approx. 15-20 min.) The nurse experienced itching of her face and eyes and also on the palms of her hands. When rptr called the MFR to order more gloves, she was asked which type she would like to try. She told them the "latex-free" variety and was told that the company did not make any latex-free gloves. She was then told that these gloves are coated on the inside of the gloves to protect the hands from the latex. Rptr said that a latex allergy can be triggered by someone who is wearing a pair of latex gloves in close proximity to a sensitive person. It can also be triggered by the sensitive person touching their face, eyes, nose, etc. With any product containing latex.